Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. Before use on the patient, it was found that the loop was broken. During visual inspection of the returned sample, the swage and attachment area were noted to be as expected. Marks on the body needle appear to be by use of surgical instrument could be observed. The suture was examined, body fluids were noted. In addition, it was observed that the weld of first loop was detached no adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. H3 investigation summary: the returned sample revealed that it was received, one open sample that pertain to product code sxpp1b112. During visual inspection of the sample, the swage and attachment area were noted to be as expected. Marks on the body needle appear to be by use of surgical instrument could be observed. The suture was examined, body fluids were noted. In addition, it was observed that the weld of first loop was detached. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as on what caused the reported complaint. The instructions for use do contain the following caution: for the device to function properly, the stratafix¿ spiral pds¿ plus device must first be anchored in robust tissue using the fixation loop. Then subsequently engage the barbs into the tissue in a standard closure pattern.